Event description:
It was reported that a dissection occurred. The 80% stenosed and mildly tortuous target lesion was located in the left anterior descending artery. The lesion was pre-dilated with 2.00 x 10 and 2.50 x 10 semi-compliant balloons. A 3.50 x 28 promus elite was then deployed at 13 atm with no issues and post-dilated with a 3.50 x 8 non-compliant balloon. Post-deployment, a type b flow-limiting dissection was noticed at the distal edge of the stent. A 3.50 x 12 drug-eluting stent was deployed to cover the dissection. The procedure was completed successfully and the patient was stable.